Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. An assessment was performed and it was observed that the red indicator line was missing, the loctite assessment failed for the modified set screw, device runs when is in the safety mode (power broken), the locking mechanism was damaged, and the drive shaft appeared to be corroded. It was further determined that the device failed pre-tests for visual assessment, loctite and cable assessment, safety assessment, cutter lock assessment, and hose verification and muffler tube verification assessment. The assignable root cause of these conditions was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that the locking mechanism of the motor device was not functioning. During service and evaluation, it was observed that the device was running when in the safety mode (power broken). Also, the device failed safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.